Manufacturer narrative:
(B)(4). Concomitant medical products: persona tm modular tibia, catalog # 42530007901, lot # 62444653; persona cr tm standard femora, catalog # 42502806601, lot # 62354140; articular surface fixed bearing ultra congruent, catalog # 42511200614, lot # 62456450; palacos r 1x40 single, catalog # 00111214001, lot # 76174337. Product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2018 - 00756, 0001822565-2016-01379. Product location unknown.

Event description:
It was reported that the patient underwent a left knee revision procedure due to instability. The femoral and tibial component were removed and replaced. Operative notes also indicated that the patient has joint effusion, periarticular soft tissue swelling, and metallic debris about the left knee. Finally, operative notes indicated minimal lateral subluxation of the left patella.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on 0002648920-2018-00575.